Event description:
During regularly scheduled testing the ventilator would not generate inspiratory pressure.

Manufacturer narrative:
Millennium ventilator serial number (B)(4) was evaluated by the manufacturer. The reported failure was not verified. Evaluation of the device found that the tie-wrap at the back plate appears to be too tight. The oxygen and air alarms on the mixer are out of specification. The alarms are activating at one psi more than the high end of the specification. This is due to tolerance on the gauges of the test stands at +/- 1 psi. The ventilator minimum and maximum inspiratory pressures on the display manometer are out of specification. The diaphragm in the ventilator's exhalation valve is dirty. The ventilator is one year past due for the recommended two year overhaul. The age of duckbills in the ventilator and the dirty diaphragm caused the inspiratory pressure failure.